Event description:
As reported by the user facility: event 7. Chemotherapy spill. Approximately 50-60ml of taxol discovered on the floor of infusion suite room 9. Patient moved out of the room. Chemo spill procedures followed. Triumvirate environmental services contacted for spill cleanup recovery. Filter on the taxol tubing not secured tightly. Taxol returned to pharmacy and remade as per md order.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.